Event description:
The medical affairs specialist attempted unsuccessfully to speak to the pt for more clinical info. A letter has been as a second attempt to reach the pt. The pt contacted lifescan (lfs) alleging that there was a pink confirmation dot on the test strip. The pt was comparing her meter to the hcp's meter. Prior to testing on the lfs meter the pt felt as if she was going to pas sout, felt sweaty and weak. She tested on her meter and rec'd a 305 mg/dl. The pt took insulin after attempting to use the meter. Greater than 30 minutes later, the pt contacted emergency services and there is no info on what the reading was on the paramedic's meter. The pt was treated with glucose and there is no info on whether the pt was taken to the hosp. The puncture area and the technique of applying blood on the test strip were incorrect. The pt had been cleaning the meter incorrectly. Cleaning the meter incorrectly can lead to false blood glucose reading. The pt was unable/unwilling to verify when the vial of test strips were opened. The test strips had a pink confirmation dot. The incident happened over a year ago. Customer service sent replacement meter and testing supplies to the pt.